Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture and p-wave amplitude variation on the atrial lead. The physician elected to explanted an replace the atrial lead. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events of failure to capture and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductor coils due to damaged inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.